Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga670 - acculan 3ti dermatome. According to the complaint description, the device did not take a complete skin graft. The consultant provided an image of the donor site of an aborted skin harvest and an image of the dermatome with the incomplete skin graft. There was harm done, it resulted in the man having a larger donor site than was needed. A temporary impairment was reported. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file - no malfunction or serious injury. Investigation results: visual investigation: optically, the device is in a good condition. The investigation has been carried-out by the aesculap technical service (ats) and took place according to internal specifications. The corresponding checklist can be found within pc notification (B)(4). The device was manufactured in september 2009. The next maintenance due date according to the laser marking is 06.2022. "No error was detected". Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.